Manufacturer narrative:
Physio-control contacted the customer and made an offer of service for the device. The customer declined, indicating the device was at the end of its useful life and that their facility was going to trade it in for another AED, brand unk.

Event description:
Customer left a voice message indicating that, during an inspection, the customer observed that the device's service wrench icons was illuminated and flashing and that the display read "call service." There was no pt use associated with the reported incident.